Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The full osseotite® implant 3.75 x 11.5mm (fos311) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 9.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 2008101334. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2008101334) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fos311). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one full osseotite® implant 3.75 x 11.5mm (fos311) was returned for inspection. Visual evaluation of the returned device notes that the implant is fractured at the collar and shows signs of trephine removal. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 9.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 2008101334. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2008101334) for similar event and no other complaint was identified. Junel post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fos311). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. B5: describe event or problem. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant was removed due to fracture.